Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the air hose was received with signs of usage; it was partly damaged. The air hoses are damaged; seems like attrition. The device was sent on for further evaluation to identify the root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the air hoses were analyzed for conformance to print specifications as well as the device history records was researched. The review revealed that these three items were manufactured in accordance with the specifications. On lot 33088 it was found that both black hoses have been returned cut off. Also both hoses had been correctly assembled but due to the wrong handling got pulled out of their connection. Damages on both green as well as the black hoses are clearly evident. The air hoses fit smoothly with the function gages and the test station, all couplings run with smooth motions. The investigation has shown that black hose was on the both sides correct assembled but due to the wrong usage is pulled out and damaged. Green hose was correct assembled and due to the intensely crushing / breaking was deformed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: all three air hoses have the same problem. The inner hose (black colour) is damaged. It has a burst, rupture and the damage is on the inner (black) hose only. Outter hose ( green) doesn't seem to be damaged. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. Device is an instrument and is not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.